Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the biv upgrade procedure, the patient went into an atrial arrhythmia and the physician performed an external cardioversion. The atrial lead was dislodged due to cardioversion. After lead extraction, it was noted that the lead helix was not extended and the lead was never screwed in. The lead function was normal. The lead was replaced. The patient was stable before, during, and after the procedure.